Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that there was a catheter issue, it was broken and disconnected at the connector pin. The catheter was completely explanted and replaced on the date of this report. No diagnostic testing or troubleshooting was performed. The product issue was resolved but the cause of the issue was not determined. The catheter was not returned because it was discarded by the customer. The patient was alive with no injury. The pump was used to infuse baclofen (unknown). No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.